Event description:
It was reported that when camera head switch 3 was pressed, the camera records a video but not image was not still. The issue occurred during therapeutic right shoulder arthroscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.